Event description:
It was reported that the right ventricular (rv) lead lost capture. The rv lead was capped and replaced. The physician was concerned about the device reliability in regards to the loss of capture and decided to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, implantable pulse generator, 2010-(B)(6). (B)(4).